Manufacturer narrative:
Initial.

Event description:
It was reported that while traveling and changing eating habits, the user experienced low blood glucose after announcing meals, attributing the event to routine and diet changes rather than a device malfunction, and self-treated with oral glucose tablets. Symptoms included hypoglycemia with blood glucose in the 60s and sweating. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included user communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.